Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
¿Performed PICC passage n.4 fr monolumem. Single puncture. No resistance to catheter progression. Guide wire presents significant resistance in its removal. Catheter was washed with 50 ml of 0.9% saline solution, but without success (guide wire maintains resistance). Guide wire removed only after administration of intravenous dipyrone.